Event description:
Allegations of physical and mental disorders, including but not limited to arthralgias,chronic fatigue, carpal tunnel syndrome, dyshagia, sleep disturbances, itching, pain and swelling, devloped ovarian cancer in 1994.